Event description:
It was reported that on (B)(6) 2012, the patient experienced chest pain and was transferred to the hospital. Patient vital signs were noted to be stable, however, st segment elevation and st depression were noted. Sub-acute thrombosis (sat) was confirmed in the 2.5 x 18 mm xience v stent which had been implanted on (B)(6) 2012. A non-abbott guide wire crossed the lesion using a non-abbott support catheter. Dilatation was performed distal to and inside the implanted xience v stent with a 2.5 x 15 mm non-abbott balloon at 6 atmospheres (atm) for 10 seconds. The patient developed bradycardia, therefore 1.5 milligrams of atropine sulface was administered. Additionally, dilatation was performed with a 2.5 x 20 mm non-abbott balloon for 3 minutes. Since there was stenosis in the anteroposterior position of the implanted xience v, the physician considered the possible relationship between the stenosis and the sat, and a 2.5 x 24 mm non-abbott stent was implanted in the distal part of the xience v stent and a 3.0 x 12 mm non-abbott stent was implanted in the proximal part of the xience v stent. After post-dilatation, a dissection occurred during the use of a non-abbott intra-vascular ultra sound (ivus), however, it was confirmed, via ivus that the implanted stents were well expanded and the procedure was completed. The physician commented that the event was not related to the xience v stent. As of (B)(6) 2012, the patient remained hospitalized, but the symptoms have resolved. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, bradycardia, and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.